Manufacturer narrative:
It was reported that patient underwent gynecological surgical procedure on (B)(6) 2008 and aris transobturator tape(manufacturer-coloplast) was implanted due to cystocele, sui and bladder dysfunction. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures including a mesh revision on (B)(6). No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urinary retention, cystitis, and hematuria. No additional information was provided.